Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display and would only work intermittently. The blood glucose reading was 119 mg/dl. The customer stated that when he removed the battery cap and battery, he found that there was corrosion in the battery compartment and in the coils. He reported that he had cleaned the battery compartment with alcohol and peroxide but the display would go blank and the battery would only last for a day. Advised discontinuation of the device. Nothing further reported.